Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported by the customer's father that act button on the insulin pump is not responding. Customer's blood glucose level at the time 157mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corrosion on the keypad traces. The device also was received with cracked case on the lcd display window corners, minor scratches on the lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, cracks on the reservoir tube window, scratches on the reservoir tube window, cracks on the reservoir tube, and missing end cap sticker.